Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the telemetry device has no sound. The device was not in use on a patient at the time of event, there was no patient involvement.

Event description:
The customer reported that no sound was coming from the device. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported. A philips response service engineer (rse) spoke to the customer. The customer was provided the parts ID for a replacement device. The customer was provided the parts ID for a replacement devices. We will consider the customer resolved the issue using the information provided by philips.

Manufacturer narrative:
H3 other text : remote support provided parts ID for exchange device.